Event description:
The pulse ox failed to alarm when it was used to monitor a pt; i.e. Nellcor operator guide (n-180) page 25, if the machine is silenced after losing a pulse it is silenced forever unless and when it is able to capture a signal again. It is most likely that the alarm did sound when the pt first lost circulation to the finger however once it was silenced its alarm was then lost.